Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was discovered that the trigger on the handpiece would slip out of safety mode. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the trigger shaft and bearing were worn/damaged.